Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for overfilling was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: confirmed. Bd was able to confirm the reported defect. Based on the investigation, no root cause could be found at this time. CAPA# (B)(4) has been opened and initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that the customer was experiencing issues with bd vacutainer® buffered sodium citrate blood collection tubes overfilling. No injury or medical intervention reported.